Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her husband found her unconscious with a blood glucose (bg) of 21 mg/dl. She said she was admitted to the hospital and treated with an IV (medication unknown). At the time of the contact with customer support she said that she had not been released from the hospital, she was reinitiated on insulin pump therapy and her bg was within target. Customer support reviewed the pump history with the patient and no issues related to insulin delivery were found. The patient confirmed that there was no bolus programmed or delivered overnight. She said the basal rate overnight was programmed correctly at 0.00 units/hr. The pump history showed that the patient primed the pump with 6.4 units at 11:18pm. There was no indication that the patient was attached during the prime. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's hypoglycaemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.